Event description:
The pt had a lack of stimulation in the target areas, mainly for pain in the low back. The healthcare provider felt it may have been due to scar tissue or fluid. During revision, the lead was placed at t8-t10 and the desired stimulation was not recaptured; the pt felt belly stimulation at around 6v. The physician wanted to wait for the swelling to go down and see if there was a change in therapy. The pt was also being sent to another neurosurgeon for a second opinion.